Event description:
The advocate stated her daughter received a blood glucose reading of 497mg/dl on the contour next link, retested on a different meter and received 57mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. It was advised the test strips be returned for evaluation. Replacement test strips and a new meter were sent to the customer